Event description:
We have had two separate issues with the bd safetyglide single-use hypodermic needle (model # 305916). On (B)(6) 2020. Medical assistant (ma) was giving a immunization to a patient using a bd safetyglide 25g needle. After the injection, ma pulled the needle out of the arm and the needle came loose from the safety device and stuck in the arm of the patient. Ma then had to pull the used needle out of the arm of the patient, and being extra careful that she did not get stuck. The bd safetyglide syringe/needle was discarded after the incident. The numeric identifiers for the bd safetyglide needle are as follows: lot # 0175206, expiration date 06/30/25, reference/catalog # 305916. On (B)(6) 2021. The ma was giving a shot to a patient and when attempting to pull the needle out it stayed in the patient's leg. The needle detached itself from the safety device. This is the second time that this has happened. Bd 25g needle with 3ml syringe. The faulty bd safetyglide syringe/needle was saved and returned to becton dickson on february, 2021. The numeric identifiers are as follows: lot # 0205090, expiration date 07/31/2025, reference/catalog # 305916.